Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6) 2023. The device evaluation was completed on 13-apr-2023. The product was returned to biosense webster for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. However, no damage was observed on the dilator. A microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off-axis angle of insertion. Valve dislodgement occurs when extreme off-axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). This issue could be related to the reported event by the customer; however, this cannot be conclusively determined. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record was performed for the finished device batch number, and no internal actions were identified. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. An internal corrective action has been opened to investigate this failure mode. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small for which biosense webster¿s product analysis lab (pal) identified a hemostatic valve separation issue. Initially it was reported that the carto vizigo¿ 8.5f bi-directional guiding sheath - small opened and the valve was blocked so nothing could be inserted through it. A new sheath was opened. The procedure was not delayed due to the reported event. It was not known if the procedure was successfully completed. There was no patient consequence reported. The event was assessed as a non reportable obstructed sheath issue. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 13-apr-2023, the hemostatic valve was dislodged inside the hub component. The returned condition was assessed as MDR reportable for a hemostatic valve separation issue. The awareness date for this reportable lab finding was 13-apr-2023.